Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, the customer indicated that during reprocessing high pressure in channels 1 and 5 were detected, and because of a potential leak in the device, the device was not able to be properly reprocessed before sending to olympus for evaluation. The device evaluation found the air/water nozzle was clogged. A definitive root cause could not be confirmed. The event can be prevented by following the instructions for use which state: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material inside the air/water tube. There were no reports of patient involvement.